Event description:
It was reported that a spectrum pump displayed system error 105. It ws also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through the history log and caused by an intermittently seizing motor. The failed motor assembly was replaced.